Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that an ophthalmic console exhibited no phacoemulsification (phaco) power during a cataract procedure and the patient was nervous. The cassette and handpiece was replaced twice restore the phaco power but the power was restored. After some time the temperamental phaco power restored and then recorded occlusion for no reason and then stopped working again.the procedure was completed without phaco power. Additional information received indicating there was no harm to the patient.

Manufacturer narrative:
The company representative (did not) confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system was found to meet specifications. Therefore, the root cause of the reported events of no phaco and intermittent phaco is inconclusive. Based on the information obtained, the root cause of the reported event nervous patient is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).